Manufacturer narrative:
The field complaint of the transmitter power cord being melted was not verified. The visual inspection revealed no damage to the outer plastic housing of the transmitter or to the alternating current (ac) power adapter. The unit was plugged into a working ac electrical wall outlet and did power on. During analysis, the power cable was visually inspected for any signs of heat damage or any physical damage. It was determined that the cable had no signs of cosmetic damage. Upon opening the ac power adapter it was revealed that there was no damage to the main printed circuit board (pcb).

Event description:
It was reported that the transmitter power cord melted. The product was exchanged. There were no patient consequences.